Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colposacropexy procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached. Visual inspection was done by the physician but the needle could not be found. The procedure was completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 20, 2016. The correct procedure name is anterior colporrhaphy with plastia or uretrocele repair. Also, the patient experienced moderate bleeding in the ischiorectal fossa during the procedure but it was intervened by administering spongostan and tranexamic acid 1 gram intravenous.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colposacropexy procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached. Visual inspection was done by the physician but the needle could not be found. The procedure was completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.